Manufacturer narrative:
Device evaluated by MFR: unit returned in a generic plastic bag. The unit returned has distal end damaged. The device has the distal section end kinked with the polymer detached 5mm approx, exposing the core wire and the core wire tip (the distal tip was not returned). Also it has the body kinked. Dimensional inspection of all the outer diameter (ods) and guidewire overall length were taken and all of them are according specifications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that guide wire tip detachment occurred. While a 300cm v-14(tm) controlwire(tm) was advancing through the posterior tibial artery, using a non-bsc support catheter, the wire formed a loop and the tip broke off in the artery. The tip was unable to be retrieved but the physician used a second guidewire to move the into the side branch where it would be unlikely to have a negative effect on the patient. The procedure was completed with a different device. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that guide wire tip detachment occurred. While a 300cm v-14¿ controlwire® was advancing through the posterior tibial artery, using a non-bsc support catheter, the wire formed a loop and the tip broke off in the artery. The tip was unable to be retrieved but the physician used a second guidewire to move the into the side branch where it would be unlikely to have a negative effect on the patient. The procedure was completed with a different device. No patient complications were reported and the patient's status was fine.